Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that: based on the information provided, the tissue samples exhibiting sub-optimal tissue processing were derived from the "factory 4hr breast cores" protocol comprising 24 cassettes, which started in retort b at 18:14pm on (B)(6) 2021 and completed at 06:29am on (B)(6) 2021 and the "factory 4hr breast cores" protocol comprising 10 cassettes, which started in retort a at 17:18pm on (B)(6) 2021 and completed at 06:44am on (B)(6) 2021. The "factory 4hr breast cores" protocol, which is of 4 hours and 3 minutes duration, has been validated for use in this laboratory; and sub-optimal tissue processing has not previously been reported to the manufacturer in relation to use of this protocol. All reagents used for the "factory 4hr breast cores" protocol started in retort b at 18:14pm on (B)(6) 2021 had been used for at least three (3) previous processing runs without reported incident. All reagents used for the "factory 4hr breast cores" protocol started in retort a at 17:18pm on (B)(6) 2021 had been used for at least one (1) previous processing run without reported incident. Investigation of this complaint found that the instrument functioned as designed during execution of both the "factory 4hr breast cores" protocol started in retort b at 18:14pm on (B)(6) 2021 and the "factory 4hr breast cores" protocol started in retort a at 17:18pm on (B)(6) 2021, from which sub-optimal tissue processing was reported by the complainant. Information documented by the complainant details that the tissue types/sizes of the affected samples were detailed as "renal core bx's" and "less than 1mm thick" respectively. Section 8.2.1 of the leica histocore peloris 3 premium tissue processing system user manual details the manufacturer recommended protocol duration for different maximum tissue thickness/dimensions and different example specimen types as follows: ·the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. ·the 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. ·the 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. ·the 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). ·the 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol. The manufacturer recommendations detailed above indicate that the "factory 4hr breast cores" protocol with a duration of approximately 4 hours is not appropriate for processing the tissue types/sizes, which were detailed as "renal core bx's" and "less than 1mm thick" respectively, exhibiting sub-optimal processing as reported by the complainant.

Event description:
The complainant contacted the local leica tac helpdesk engineer - pathology and reported the following in relation to tissue samples which had been processed using histocore peloris 3 rapid tissue processor serial number (B)(4): "some samples have pale areas under microscope, patchy pattern." The complainant documented that the tissue samples exhibiting sub-optimal processing were derived from the "factory 4h breast cores" protocol comprising 24 cassettes, which started in retort a at 06:14pm on (B)(6) 2021 and completed at 06:25am on (B)(6) 2021 and the "factory 4h breast cores" protocol comprising 10 cassettes, which started in retort a at 05:18pm on (B)(6) 2021. The tissue type and sizes of the affected tissue samples were detailed as "renal core bx's" and "less than 1mm thick" respectively. On (B)(6) 2021, leica biosystems (B)(4) received the following information from the local leica tac helpdesk engineer-pathology: "customer has advised that at least 1 patient will require a re-biopsy so this is reportable to mhra and there is a potential of a 2nd case." On (B)(6) 2021, the local leica tac helpdesk engineer-pathology received information from the senior biomedical scientist (specimen cut-up) that one (1) case involving a (B)(6) year old female patient was not diagnosable; and re-biopsy had been recommended but had not been performed. On (B)(6) 2021, the local leica tac helpdesk engineer-pathology received the following information from the senior biomedical scientist (specimen cut-up): "these two cases were the most affected ones. The pathologist mentioned that he could see similar artifacts in other cores processed in the same run but they were reportable so we consider that there was no harm for the patients. One of these two renal cores was recommended to be repeated. The other one we are still waiting for the electron microscopy results as it can help to establish the diagnosis." On (B)(6) 2021, the local leica tac helpdesk engineer-pathology received the following information from the senior biomedical scientist (specimen cut-up) in relation to the one case pending for electron microscopy: "I've just checked and em was conclusive on the second case, therefore this patient will not need to be re-biopsied." The senior biomedical scientist (specimen cut-up) also confirmed that the one (1) case for which re-biopsy was recommended was a renal core(s) derived from a (B)(6) year old female with initials (B)(6).